Event description:
IV tubing was connected to patient and antibiotics (abx)/fluids were running. Tubing separated from the luer lock fitting attached to the patients IV. Fluids and abx continued to flow through the open tubing and saturated the patient and the floor. This has been reported 11 times by staff via our online supply chain reporting system.